Manufacturer narrative:
Additional issues were identified during the device evaluation: probe immersion; nozzle deformation; distal sheath scratches; nozzle catch; engage did not work; air and water cylinder paint were peeling; switch 2 had scratches; and the objective lens had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis lucera ultrasound gastrovideoscope presented with the tip-fixing screw adhesive detached. The gap in the tip adhesive or dirt had entered the lens through the gap. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip-fixing screw adhesive detaching leaving a gap in the tip adhesive, allowing dirt to enter the lens through the gap, occurred due to handling methods of the facility. The event can be detected/prevented by following the instructions for use which state: ¿[instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260] ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.